Manufacturer narrative:
The observed internal cannula tear is related to action #98586. Investigation of the returned device found a tear in the internal portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. Cracks were observed in both the top and bottom housing of the pod. Corrosive residue was observed on the cracks; however, the internal cannula leak can be confirmed as the cause of the observed corrosion and corrosive residue on the cracks. The cause and time of the top and bottom housing damage could not be determined. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: unknown. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose reached 330 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the device found a tear in the internal portion of the cannula that contributed to the event. The housing was cracked and corrosion was observed. The device was originally reported for patient not sure the pod was delivering insulin.